Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360 mg/dl resulting in "high blood pressure". Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable as customer had run out of supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. The customer reverted to an alternate method of insulin therapy.